Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that the patient's right ventricular lead was revised due to infection and currently in use. The patient had no adverse consequences.